Event description:
A customer from nepal reported that on (B)(6) 2023 the suspended components of the suspension arm fell into the surgeon's arm while moving the microscope. No one was injured. Customer caught the components.

Manufacturer narrative:
Root cause: the related screw was not assembled in the assembly process of the suspension arm.